Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person), h4, h6(clinical code).

Manufacturer narrative:
The biomedical engineer (biomed) from the facility reported that the iabp was plugged in when he picked it up for evaluation. The biomed performed a battery test which failed within 31 minutes of the test. The biomed reported that the batteries were replaced in january 2020 for failing the battery test. The biomed determined that the power supply could be failing. As a precaution the biomed replaced the power supply from another pump and replaced the batteries with new ones. The biomed performed a pm and all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Manufacturer narrative:
The customer has not requested getinge to evaluate the iabp in connection with this event. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted when this information is provided to us. The full name of the event site was shortened due to field character limit; the full name is : (B)(6) medical ctr. Customer has a trained biomed.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) was disconnected from wall power. Even though the battery showed full charged, it immediately dropped to a very low charge. The user was advised to report the pump to her clinical engineering department. It is unknown if there was any patient harm/injury; however there was no adverse event reported.